Event description:
On (B) (6) 2009, the pt reported that, while trying to bolus insulin through his infusion device yesterday, the up and down buttons work intermittently. He stated the buttons pop back when pressed and his device was not dropped or exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.